Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that following a uterine artery embolization procedure, pva particles appear to have migrated post-procedure. A uterine artery embolization procedure to treat fibroids was performed. The physician injected contour se microspheres (pva particles) into the right uterine artery. The patient experienced a suspected pulmonary embolism 6 weeks post procedure and was hospitalized. The patient continued to experience ill-health, angina and circulatory issues post-procedure. Angiography revealed a stenosis in the right brachial artery in (B) (6) 2008. An angiogram of the pelvis area did not reveal the presence of pva in the right uterine artery in (B) (6) 2009. It is unknown if there were any patient complications during the procedure.